Event description:
Uncontrolled blood sugar levels [blood glucose abnormal]. Case description: medical device info: class iia. This spontaneous report, received from another country and reported by a consumer as "uncontrolled blood sugar levels", concerns a pt treated with mixtard 30 novolet (dual acting human insulin) and novofine 31g in an unk period for "drug use for unk indication" and "device therapy". On an unk date, the pt was admitted to hospital due to uncontrolled blood glucose levels after administration of mixtard 30 novolet and use of novofine 31g. The overall outcome is reported as "not reported". Causality (mixtard 30 novolet 100 iu/ml): reporter's causality: probable. Novo nordisk causality: reportable. Causality (novofine g31): reporter's causality: unk. Novo nordisk causality: reportable. Analysis result: product: mixtard 30 novolet 100 iu/ml. Lot no.: tp51168.

Manufacturer narrative:
Drug conclusion: cartridge/preparation: due to insufficient complaint sample material a reference sample check was performed. A reference sample was examined macroscopically and microscopically. Furthermore, the parameters identity, assay and degradation were examined. Nothing abnormal was found. Pen parts/mechanism: visual and functional examinations were performed. It is not possible to investigate the returned sample. Product: novofine g31. Lot no.: na. Needle conclusion: a needle, which has been used for injection by the user, was blocked upon receipt of the complaint in nnas. Most likely this fault occurred during use of the needle. The needle is labeled as a single-use product. The needle should be mounted immediately before the injection, and be removed from the device immediately after injection. To avoid blocked needles the directions given in the instruction leaflet on change of needle should be followed. It should also be noted that when following the "air shot" procedure described in the instruction leaflet any problem with the needle will be discovered before use. Company comment: this is a initial device report no 1. Follow-up is pending.